Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer was hospitalized 4 years ago while wearing the insulin pump; she went into diabetic coma and her blood glucose exceeded 1,000 mg/dl. She lost 80% of her vision and had at least three strokes. It was also mentioned that the patient's husband had to administer glucagon shots twice in the past two years, and that the customer has been hospitalized three times for low blood glucose in those two years. Transfer to the 24-hour product helpline was declined. No products were returned or replaced.